Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 8 months post a biliary stenting procedure, tissue ingrowth and obstructive symptoms occurred. The rx wallstent permalume 10mm x 80mm stent had been implanted in a distal bile duct. Upon attempting to remove the stent, the physician encountered "technical difficulties due to tissue ingrowth through [the] wallstent". The physician was unable to remove the stent intact and left a portion of stent inside the pt. Approximately 1 month later, the pt underwent a second procedure at which time the remaining stent fragments were removed "via piecemeal removal of fibers of the stent" with an unspecified "forceps and balloon dilation". The physician noted that "indwell duration did affect stent removability due to the tissue ingrowth". It was not known if any further intervention was performed. The pt's status is unknown. It was further noted that the pt did not follow-up with physician post stent removal.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.